Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 analysis information can be found in fields h6 and h10 distal setup joint (suj) was returned for failure analysis and the reported problem was not replicated on system. The unit was moved to pftp machine and passed all tests. Error logs were examined and reported errors were seen 2573, 32097, 23098, and 25733. As a fix the act and motor module will be replaced. If replacing with act 653850-07 or newer, then upgrade to version -25. If it is required to remove motor module, replace the harmonic drive per mpi 1005208. Apply touch-up paint as needed for scratches. Any other undetected issues will be addressed, and additional parts will replace if needed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed the reported issue and replaced the distal setup joint (suj). System inspected, tested, and verified as ready for use. The distal suj unit has been returned for evaluation; however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post engineering evaluation and/or if additional information is received. A review of the site's complaint history indicates that patient identifier (B)(6) (this record) is related to patient identifier (B)(6). A procedure log review was performed. Per the review, the following was confirmed: a benign hysterectomy procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure due to non-recoverable faults and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered a non-recoverable fault. A technical support engineer (tse) stated the logs confirmed faults on universal surgical manipulator (usm1). Customer stated this happened twice today. Site was worried about the issue returning. The tse asked customer if they could do case with three usms. The customer said they could. The tse had the customer restart the system and press the clutch button to disable usm1. Customer was now able to dock and continued with the case. Customer would like the field service engineer (fse) to look at the system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.